Event description:
It was reported that prior to a medical procedure conducted at the user facility, the navigation accuracy decreased. There was no patient involvement or procedural delays reported with this event.

Event description:
It was reported that prior to a medical procedure conducted at the user facility, the navigation accuracy decreased. There was no patient involvement or procedural delays reported with this event.

Manufacturer narrative:
The reported event of application logout can be confirmed based on the provided images. The images show error messages from (B)(6), which will be shown after abnormal closing of the application. Working out of memory could cause or contribute the reported event.

Event description:
It was reported that prior to a medical procedure conducted at the user facility, the navigation accuracy decreased. There was no patient involvement or procedural delays reported with this event.